Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris secondary set product was discolored with foreign matter. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: reported issue: showing a yellowish tint versus clear.

Manufacturer narrative:
H6: investigation summary: a complaint of set being tinted yellow instead of clear was received from the customer. No product or photo was returned by the customer. The customer complaint of cosmetic issues - discoloration could not be verified due to the product not being returned for failure investigation. A device history record review for model 72213n lot number 21113220 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported while using bd alaris secondary set product was discolored with foreign matter. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: reported issue: showing a yellowish tint versus clear.